Manufacturer narrative:
The device has not been returned for evaluation as it will be returned to (B)(6) once it has been explanted. Root cause is unable to be determined at this time. The reported event has been addressed in the device labeling.

Event description:
Information was received that a revision procedure is planned on an unknown date. As per the reporter, during the post-op follow up appointment it was noted that the proximal hook pulled out again. No patient injury was reported.